Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using insulin off label and supplies beyond labeling. Tandem customer support educated customer on correct procedures and to clean pump. Customer changed the pump supplies to address the issue. Customer¿s blood glucose level was 203 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: when cleaning your pump, use a damp lint-free cloth. Do not use household or industrial cleaners, solvents, bleach, scouring pads, chemicals, or sharp instruments. Never submerge the pump in water or use any other liquid to clean it. Do not place the pump in the dishwasher or use hot water to clean it. If needed, use only a very mild detergent, such as a bit of liquid soap with warm water. When drying your pump, use a soft towel; never place your pump in a microwave oven or baking oven to dry it. Device not returned.